Event description:
Info provided states that the iskd lengthener stopped distracting after implantation. The iskd lengthener was removed on (B)(6) 2009 and replaced with lrs.

Manufacturer narrative:
It was determined that certain components may be out of spec, which could cause or contribute to a malfunction of the device and its ability to distract.